Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pace impedance measurements measuring less than 200 ohms. It was reported that the pacing thresholds were stable and capture remained. The patient is pacemaker dependent. The health care professional (hcp) is considering replacing the lead at an upcoming generator changeout procedure. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--

Event description:
New information received indicates that surgical intervention was performed and this lead was surgically abandoned. A new competitive lead was implanted without incident.